Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was delivered through remote transmission for an extended charge time. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
No conclusion code available. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The original hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.